Event description:
Prompted to retighten and would not register with generator. When they tried to unscrew the handpiece from the cord the handpiece broke. Manufacturer response for harmonic, ethicon (per site reporter): they will credit us for the device and initiate a quality control investigation.